Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Software functioned normally. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that, while in an ear, nose & throat (ent) the fusion ent software became unresponsive. After loading the patient exam, they were unable to proceed through the application to the register step. In trouble-shooting, a system re-boot restored normal function with a 5 minute delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.